Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reported insulin leaked into the cartridge compartment of the infusion device. He has experienced hyperglycemia of up to 295 mg/dl for the past couple of days, and he noticed the condensation in the infusion device when he delivered a bolus. His target range is 70-100 mg/dl. He could not tell where the leak originated. No adverse event was reported. The alleged product was requested for evaluation.